Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetes ketoacidosis and low blood glucose. The customer's blood glucose value was unknown. Customer stated that their sugar was better with the pump but it doesn't always shut down soon enough when they have low predicted at least once a week. Customer was unresponsive due to low blood sugar once and even had diabetes ketoacidosis while hooked up to the pump. The device will not be returned for analysis.